Manufacturer narrative:
Vyaire file identification: (B)(4). Service technician evaluated the ventilator but could not duplicate the reported problem, after running the unit for several days.

Event description:
The customer reported to vyaire medical that ltv 1200 ventilator alarmed high peep several times. At this, there is no information about patient involvement.